Manufacturer narrative:
B5 has been updated to include additional information provided by the initial reporter. H6 patient code has been updated from 2199 to 2645. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. One decontaminated sample was received at the manufacturing site for evaluation. Visual and functional evaluations were performed, and the reported condition was confirmed, a leak was observed at the connection between the cross spike and the tubing line. As part of continuous improvements, a corrective action has been opened to address the reported issue. The root cause and action plan will be documented through the formal investigation. This complaint will be used for qa tracking and trending purposes.

Event description:
The customer reported that there was a force-feeding leak at the junction between the punching plug and the tubular. Additional information provided by the customer stated that there was a feed leak at the junction of the tube and the purple fitting. The issue was discovered during priming. There was no patient involvement. There was no medical intervention or patient harm as there was no patient involvement.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that there was a force-feeding leak at the junction between the punching plug and the tubular.